Event description:
It was reported that during a lobectomy procedure, the device only closed and could not be opened. A like device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.